Event description:
Cardiac cath procedure completed for patient that had heterotaxy, destrocardia, discontinuous branch of pulmonary artery with subsequent post-surgical repair and progressive hypoxia for the 3 days prior to the cath. The proximal left pulmonary artery was severely stenotic and the patient was to have stents placed; following the stent angiopasty the wire used to place the stent could not be withdrawn. It was decided by the physician to knot the end, and suture the catheter to the left leg. Approximately 1 cm of the catheter was retained in a small branch of the pulmonary artery. The distal end of the wire was removed 3 days later in the cath lab. The retained portion could not be removed.what was the original intended procedure?stent; cardiac cath procedure.device #1is this a laboratory device or laboratory test?no.